Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hosp after the treatment and is being evaluated for an ICD. The lifevest is not in use due to the hosp policy. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 04/2014 - initial use. Electrode belt (B)(4): 03/2013 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributer contacted zoll to report that a patient experienced an inappropriate defibrillation event. ECG signal artifact contributed to the false detection. The patient was in the hosp at the time of the event. The patient stated she was aware of the alarms and the response buttons, but did not press them. The patient remained in the hosp.